Event description:
Reporter alleged discrepant blood glucose results from back to back testing. Customer stated glucose read 411 mg/dl at 7:44 am versus 129 mg/dl at 7:45 am, 413 mg/dl at 7:37 am versus 78 mg/dl at 7:38am, and 530 mg/dl at 9:09 am versus 180 mg/dl at 180 mg/dl. Customer indicated taking normal insulin and self treating with food when felt low glucose, however, no other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device, and replacement product was sent.